Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified missing shell, wear abrasion and two sharps broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: two sharps broken on posterior due to a surgical impact opening and a missing shell due to inconclusive. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.